Event description:
It was reported that during a pulse generator change out, the right atrial lead was noted to have an inusulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.